Event description:
It was reported that the device malfunctioned during patient use. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device malfunctioned was not confirmed, log only error codes do not affect the overall operation of the bd alaris system and are non-malfunctioning events. The pcu successfully connected to a local bd wireless network with no issues. The display screen was found to have superficial scratches, indicating minor surface damage, corrosion was observed on the right (male) and left (female) inter-unit-interface (iui) connectors. These are incidental findings and are not contributed factors to the reported issue. The pcu error log identified four (4) instances of error codes 600.6840.5 (cib_connect_failed) the last error was recorded on february 17, 2025, at 1:43 pm. Laboratory test results on the received incident pcu found a successful load of a configuration package and connection to the local bd wireless network. The bd alaristm system manager software v12.5 notes that systems manager is designed to use standard ethernet topology with tcp/ip protocol over the hospital¿s wired and wireless network. The hospital is to provide a standard ieee 802.11 wireless network infrastructure where the bd alaris¿ system is used. Such areas might include nursing floors, patient rooms, treatment rooms and biomedical engineering the hospital is responsible for the uptime, upkeep, and maintenance of the wired and wireless networks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Device was opened for investigation, please re-torque all screws. Please, replace the logic board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the report that device malfunctioned during patient use was not determined, however it is possible that there was an issue with the facility network configuration package that was loaded. Note that this report lists imdrf annex a0721, a040502, c02, c0601, d02, d0302, g02005, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device malfunctioned during patient use. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Root cause: the root cause for the reported issue that device malfunctioned during patient use was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.